Event description:
Medtronic physio-control is investigating reports of damaged pins on product stantard paddles and therapy accessory cables, where connection is made to the device therapy connector. Damaged pins may delay or prevent device pacing or defibrillator therapy from being administered to a patient.